Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reports that the patient developed z syndrome approximately one month after cataract surgery with the implantation of a crystalens iol in the right eye. Preoperatively, the patient's bcva was 20/25 with mr of +1.75 sph. The patient experienced a sudden change in distance vision, and her bcdva was 20/100-1 approximately two months postoperatively, with mr plano -2.50 x 140. The crystalens iol was subsequently explanted and replaced with a monofocal lens. In addition, a capsule tension ring was placed. After lens exchange, the patient's bcdva is 20/40-2 with mr of -0.75 +0.50 x23.